Event description:
In preparation for use, the neuron was flushed and the outer diameter was moistened with sterile water. The physician was unable to place the neuron through the peel away sheath provided with the device. The physician then put the neuron aside and used another neuro off the shelf to complete the case. The neuron did not come in contact with the pt.

Manufacturer narrative:
Conclusion: awaiting device return.